Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, the pump powered on properly. The problem was isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of waking up with insulin pump alarming. Customer was not able to see which alarm it was as display screen went blank. Customer did not have another battery for testing. Customer was advised to allow insulin pump to rest for two hours. Troubleshooting was performed and display screen remained blank. Insulin pump would be replaced.